Manufacturer narrative:
(B)(4). Vps g4 system s/n: (B)(6) with accessories was returned. A visual examination revealed all returned items were in acceptable condition with no obvious external defects or anomalies observed. It was reported "605 ' fin ' 1103261200 (short line) 1/17/24 at 1412 PICC line placed for home antibiotic therapy. External measurement obtained on initial assessment was 45cm. PICC line inserted with no complications. Blue bull's eye obtained with a 5cm external length measurement, with the patients arm against the body. Line trimmed to 40 cm, inserted and advanced slowly. Blue bull's eye obtained at the zero mark. X-ray confirmation; radiologist read line as mid svc. Line re-inserted at 45cm, x-ray shot, line was in the right atrium. Line retracted 3 cms, x-ray shot, line was noted to be in the lower svc as per radiologist". During functional testing of the returned console, no problem was observed with the operation of the console. The complaint is related to positioning of the catheter, which is not something that can be replicated in service. A device history record review performed on the console did not reveal any manufacturing or servicing related issues. The reported issue cannot be confirmed at this time. A visual examination revealed all returned items were in acceptable condition with no obvious external defects or anomalies observed. During functional testing of the returned console, no problem was observed with the operation of the console. A device history record review performed on the console did not reveal any manufacturing or servicing related issues. A probable cause of this event cannot be determined at this time. If additional information is received, this investigation will be updated with the evaluation results. No further actions are required at this time. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported " external measurement obtained on initial assessment was 45cm. Blue bull's eye obtained with a 5cm external length measurement. Line trimmed 40cm. Blue bull's eye obtained at the zero mark. X-ray confirmation; radiologist read line as mid svc. Line re-inserted at 45cm, x-ray shot, line was in the right atrium. Line retracted 3 cms, x-ray shot, line was noted to be in the lower svc as per radiologist." No patient harm or injury. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported " external measurement obtained on initial assessment was 45cm. Blue bull's eye obtained with a 5cm external length measurement. Line trimmed 40cm. Blue bull's eye obtained at the zero mark. X-ray confirmation; radiologist read line as mid svc. Line re-inserted at 45cm, x-ray shot, line was in the right atrium. Line retracted 3 cms, x-ray shot, line was noted to be in the lower svc as per radiologist." No patient harm or injury. The patient's current condition is reported as "fine".